Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle ((B)(6)); sigsbchgr, sig power sigsbchgr one -bay charger; sigpshell, sig power sigpshell control shell (lot#unknown); unegiatri, unknown egia tri staple (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic rectum resection procedure, the user was able to perform the opening and closing of the jaws during clamp test. After that, the jaws did not close tightly, and the insertion into the port could not be done. To resolve the issue, a manual handle was then used with the same reload. The power handle was returned to the charger, charging could be done. However, when removed from the charger, the handle did not activate. The screen remained black. When another handle was set up on the charger, it could be charged without any problem. It was noted that the adapter worked with another handle. There was no patient injury.